Event description:
It was reported that during an unknown procedure, the ligamax device wouldn't work, it stuck and wouldn't fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Firing trigger. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Doctor firing the clip but the device can't no squeeze so doctor remove the instrument out and try again outside the patient and nothing happen. So the doctor chang to new instrument and it's work. Was there any torquing or twisting of the device present at the time of firing? Don't know. Was any unexpected resistance felt while firing the trigger? Yes, it can't squeeze. Were any unexpected noises heard? If so, when? Between firing, has a noise like "grazzz." Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. The batch record was reviewed and no anomalies were noted during the manufacturing process.